Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting a blood glucose level of 450 on the contour next link meter and a blood glucose level of 136mg/dl on the bayer meter. Customer was also reporting issues with air bubbles that were resolved. The product is not being returned.